Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the connector and or lcd isolation tape noted. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.